Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss for over an hour. No injury or medical intervention was reported.

Event description:
Product returned fr investigation. An exterior physical visual inspection was performed and passed. The transmitter voltage was tested and failed at 0vdc.

Manufacturer narrative:
B5: product returned. Exterior physical visual inspection: passed. Test transmitter voltage: failed. (0vdc).